Event description:
It was reported that during a lead revision procedure on (B)(6) 2024 [related manufacturer reference number: 1627487-2024-11977], the physician cut the lead. As a result, the lead was explanted and replaced during the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.